Event description:
A remstar auto a-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected and found deteriorated foam. In addition, dust/dirt were found. Additionally, the device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.